Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under local anesthesia. The patient had a symptomatic rectal wall infiltration. The physician will perform magnetic resonance imaging (MRI) to determine the extent of infiltration. The patient was advice to wait for the MRI result before starting radiation treatment.